Manufacturer narrative:
It was originally reported that the cpu stopped working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. Upon investigation it was determined that the fowler was electronically inoperable due to cpu malfunction. The fowler would not raise or lower electronically but could be lowered manually. This will result in an annoyance only issue as bed can be lowered manually to its lowest height which is optimal for CPR. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur. It was reported that the gatch would not raise or lower. This will result in annoyance only issue as gatch does not affect CPR. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur. Customer performed repairs by replacing fowler cpu board and gatch motor.

Event description:
It was reported via repair work order that the cpu stopped working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cpu stopped working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.